Event description:
It was reported that, "patient had successful first fusion, went in to do revision/extension and the shaft of the top screw at l2 was broken. The screw was removed, surgeon went to another level and continued the extension."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.